Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for glucose hk (glu) on one patient sample. All results are in mg/dl. The patient's initial result was 120, accompanied by a data flag. This result was reported outside of the laboratory. The physician added another test to the order and the same sample was repeated. The repeat glu result was 174, accompanied by a data flag. This result was reported outside of the laboratory. The result was question by the patient, who is a nurse. The sample was repeated a third time for troubleshooting purposes and generated a result of 117, accompanied by a data flag. The original result of 120, accompanied by a data flag was deemed to be correct result by the customer. There was no adverse event. The lot of glu reagent in use was 67526101, with an expiration date of 04/30/2014. The field service representative could not find a cause for the issue. He checked the functionality of the instrument. He did a precision run, which met specifications.

Manufacturer narrative:
The investigation could not determine a root cause due to lack of information provided by the customer. Information was requested but not provided.